Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Log shows alarm 388 from (B)(6) 2023. Customer indicate the error appeared between (B)(6) 2023 or (B)(6) 2023. There is no data from that time period. Sending a quote for the software update. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had no o2 dosing alarm prior to placing the patient. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause couldn't be determined as there was no failure detected, the unit functioned as designed.